Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the first deployment attempt at the point of no recapture, incomplete expansion of the transcatheter valve was reported due to high intrinsic valve stenosis. The valve was attempted to be deployed twice and was recaptured three times. It was reported that during both deployment attempts the valve dislodged down into the left ventricle side. The valve was recaptured and the delivery catheter system (dcs) system was removed from the patient. A pre-implant balloon aortic valvuloplasty (bav) was performed. Upon removal of the valve from the dcs, a blood clot had adhered to the valve. A different system was used to successfully implant a new valve. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Select patient information cannot be included in the regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evprop2329us, lot #: 0010387843, ubd: 23-sep-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.